Event description:
The pump was explanted after an unknown implant duration for an unnown reason. It was returned to the manufacturer. A follow up report will be sent when additional information is received.